Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-08610. Related manufacturer reference number: 2017865-2021-08611. It was reported that the patient had a suspected infection, which led to pocket erosion. The pacemaker and both leads were explanted, with no signs of endocarditis or vegetation on the leads. The patient was asymptomatic and discharged post-procedure.